Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display the window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside the unit found.

Event description:
Customer reported that the insulin pump alarmed button error when he was changing the infusion set. Customer stated he was in the shower and when he came out, the insulin pump was wet. Customer stated he does not have a back up plan; it might be expired. Blood glucose value is 127 mg/dl. Nothing further reported.